Event description:
It was reported that the charging pad for an ilet device was broken, resulting in the device not charging. Symptoms included no reported adverse events. Outcomes included shipment of a replacement charging pad to restore charging capability. Investigation included review of device history records and complaint documentation. Investigation of this case revealed a suspected component failure of the external charging accessory. It was concluded that the issue was related to the charging pad and replacement was indicated.